Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and found a "door open" message constantly displayed on the system. The representative returned the next day and found that door switch 5 was damaged and required replacement. A second door switch was also affected and was successfully adjusted. After switch replacement and switch adjustment the door was opened and closed 10 times successfully. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system was unable to take a spin. The system allegedly bumped into the door when bringing it into the room. The system was rebooted without resolution. The site continued the case with a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
Correction: UDI and manufacture date updated to proper value.